Manufacturer narrative:
No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Fitmore®, shell with fins, uncemented, 52/ii item# 0100024452 lot# 3028067. Biolox® delta, ceramic femoral head, m,¸ 32/0, taper 12/14 item# 00877503202 lot# 3141133. Unknown stem item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip replacement, subsequently, approximately 1 year and 8 months post implantation, underwent a revision due to dislocation. Diligence is completed and no further information on the reported event has been provided.